Manufacturer narrative:
Additional information section h4 - device mfg date . Service inspected the alinity c processing module and determined the cable, ict to ict pre amp, and the pump, bulk solution transfer to be the likely cause of the issue. The cable, ict to ict pre amp was worn and the pump, bulk solution transfer appeared to be worn out causing the ict cup and tubing to be discolored. The parts were replaced, and the issue was resolved. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. There have been no additional discrepant sodium or carbon dioxide (co2) results documented since the replacement of the parts. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the cable, ict to ict pre amp, and the pump, bulk solution transfer did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the cable, ict to ict pre amp, or the pump, bulk solution transfer was identified.

Event description:
The customer observed falsely depressed sodium and carbon dioxide (co2) results generated on the alinity c processing module for multiple patient samples. The following data was provided: patient 1 sample ID (B)(6). Sodium initial result = 117 meq/l, repeat = 124, 137 (reference range 136 ¿ 145 meq/l). Co2 initial result = 21 meq/l, repeat = 22 (reference range 17 ¿ 29 meq/l). Patient 2 sample ID (B)(6) co2 initial result = 22 meq/l, repeat = 24 meq/l. Patient 3 sample ID (B)(6) co2 initial result = 21 meq/l, repeat = 23 meq/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for patient identification: sid's - (B)(6). All available patient information was included. Additional patient details are not available.